Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, the physician was unable to advance a ruby coil through another manufacturer's microcatheter and it was removed. The procedure continued using a new ruby coil and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was broken on the proximal end of the ruby coil pusher assembly. The pusher assembly was kinked and bent in multiple locations throughout its length. The introducer sheath was kinked. The embolization coil was detached from the pusher assembly and kinked. The ruby coil was measured and found to be within specification. Conclusions: evaluation of the returned devices revealed the pet lock was broken and the embolization coil was detached. A broken pet lock indicates that a pull force was applied to the proximal end of the pull wire which, by design, would allow the embolization coil to detach. Further evaluation revealed the pusher assembly and introducer sheath were kinked. This damage likely occurred due to forceful manipulation of the ruby coil during use. The kinks in the pusher assembly may have contributed to the inability to advance the ruby coil through the microcatheter. The microcatheter mentioned in the complaint was not returned for evaluation. Ruby coils are 100% functionally evaluated during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.